Event description:
It was reported that the patient presented to the emergency department with chest pain and full sets of imaging was done. Echocardiogram showed the left ventricle was not unloading and the right ventricle was very poor. The team tried to figure out why there were no flows throughout as it was expected to be seen. The patient was reported to have severe aortic insufficiency (ai) which could explain it as everything is just recirculating through the pump. This event was thought to be unusual. The patient was admitted in the intensive care unit (ICU) for suspected outflow graft obstruction. After discussion with the team and reviewing log files. Computed tomography angiography (cta) was repeated during readmission, and it showed obstruction in the outflow graft. The patient underwent a heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was first admitted on (B)(6) 2024. There were no changes to patient condition or anticoagulation status that may have contributed to the obstruction. There were also no recent changes to pump parameters. The device reportedly operated as expected.

Event description:
Further review of the log files revealed a pump reset and clock reset events leading up to (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an extrinsic outflow graft obstruction. Additionally, a direct correlation between the device and the reported events of right ventricular failure and aortic insufficiency could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned attached to the hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon removal of the bend relief, a lengthwise crease was observed at the proximal portion of the outflow graft, within 2" of the outflow graft hardware. An accumulation of adhered tissue was present within the external side of this crease, suggesting that the graft had been distorted for an undetermined amount of time while (B)(6) was supporting the patient. The lumen of the sealed outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. The system controller event log file contained events from 04oct2024 through 01nov2024, per the timestamps. Estimated flow ranged 3.2-5.0 liters per minute throughout the entirety of the file. No notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Furthermore, this section states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.